Event description:
Report provided by the end user states that they have noticed skin folds with yeast. Noted that yeast was under random areas of the tape border only. The end user's home healthcare nurse treated the areas with an ostomy powder and protective barrier. The rash resolved in three to four days. The patients subsequent outcome was reported as the rash resolved within three to four days.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.